Event description:
International affiliate reports the expedium extended tab screw broke. Based upon information provided, screw breakage appears to have occurred intra-operatively which is indicative of a malfunction. If information is received indicating that screw breakage occurred post operatively, this will be dispositioned as an adverse event and a correction will be made on a follow up report..

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been enter into the required field. A follow up report will be filed upon receipt of the device and completion of the investigation or if information is received that indicates that this was an adverse event and not a malfunction.

Manufacturer narrative:
Visual inspection of the returned expedium si polyaxial extended tab screw revealed that a portion of the first row of screw thread was missing on the side of the tulip head that is etched with the product code. Further examination noted that this damage was in the vicinity of where the extended tab is intended to break. No other visual anomalies were noted during the device evaluation. A device history record (DHR) review found no discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month review of the complaint trend analysis found no emerging trends. The root cause of thread tearing/separation is unknown. There was no difficulty reported in placing the set screw and therefore it is likely the damage occurred during the removal of the extended tab. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The international affiliate had reported that the expedium extended screw broke. Attempts to obtain clarification regarding the breakage were unsuccessful. However, receipt of the returned device found the first row of screw thread was missing on the side of the screw's tulip head. The condition appears to have occurred intraoperatively during the removal of the screw's extended tab with no adverse consequences to the patient.